Event description:
It was reported that the patient has diaphragmatic stimulation. During the follow up visit, the pacing mode was being changed and "cannot verify bipolar lead" message was displayed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.